Manufacturer narrative:
E1 - (B)(6). Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm, zap tip and all primary coil section. Also, the arm coil was detached. The functional could not be performed due only the main coil was returned.

Event description:
Reportable based on device analysis completed on 24-apr-2024. It was reported that the failure to advance in catheter and premature deployment occurred. The patient underwent endovascular repair of an abdominal aortic aneurysm, and embolization was scheduled for internal iliac artery with medium tortuosity. An imaging catheter was used for deployment, but after crossing the central line, the coil could not be advanced through the catheter. The coil could not be delivered despite multiple attempts, and upon checking, it was noted that the interlock arms had already released. The device was removed together with the catheter and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed that the arm coil was detached.